Event description:
It was reported that the pta balloon catheter could be removed in deflated condition from the 6f terumo sheath only with difficulty.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The returned catheter was evaluated. There was no guide wire or introducer returned with the sample. Upon initial inspection, the catheter showed a flattened spot on the shaft approximately 15.3cm from the distal tip, which was approximately 8mm in length. The balloon appeared intact and partially filled with air. There was no liquid in the balloon. A .035 inch guide wire could be inserted without problems. The balloon was deflated and inserted into 2 different 6f introducers. It was easily removed from both. The result of the investigation is unconfirmed as the problem could not be reproduced. The information for use (IFU) for this device states: caution: if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.